Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been getting a no delivery alarm. Customer tried to connect the pump to her computer, but it did not work. Customer stated that the issue started last week and it is happening during bolus and basal delivery. Customer stated that the pump passed the self test. No further assistance needed.